Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer wake button had become stuck and had received a button alarm. The customer stated that the pump screen does not respond while pressing the wake button. The customer's blood glucose level was 150 mg/dl. The customer reported would continue to use the pump until replacement arrived.